Event description:
It was reported the patient is unable to charge her scs ipg. The patient stated her charger does not locate the ipg. The patient stated she last recharged her ipg approximately five months ago. A sjm representative met with the patient and confirmed the patient's scs ipg does not communicate with external devices. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.